Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic aortic valve was explanted after an implant duration of approximately 15 days. According to the op report, this patient has had "multiple operations for first enterococcal and then (B)(6). I most recently operated him on approximately 2 weeks ago and replaced his aortic [and] mitral valve. Despite having a perfect technical result on echocardiography in the operating room. He has developed progressive dehiscence of the posterior aspect of his mitral valve. He also has developed some aortic insufficiency. Following extensive discussion of risks and benefits, he consented returned to the operating room for high-risk reoperative surgery. We inspected the aortic valve. It did appear that there was a paravalvular leak at the left - none commissure." The device was replaced with another edwards bioprosthetic valve. The patient was discharged home with IV antibiotics.

Manufacturer narrative:
Eval code = device not returned. The patient has a known history of endocarditis and mitral and aortic valve replacement 2 weeks prior to this operation. It is possible that this event was related to the patient's previous infection. Unfortunately, the explanted aortic valve was not returned for analysis; therefore, the root cause of this could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Please note that this patient has other related events. Reference the mdrs submitted under device serial # (B)(4).